Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium¿large clip appliers instrument associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The clip test was performed three times and passed. Additional observations not reported by site that is not related to the customer reported complaint: the instrument was found to have a loose grip cable at the distal end. Root cause of this failure is attributed to mishandling/misuse. After opening the housing, the instrument was found to have a broken clamping pulley at the proximal end. This failure caused the grip cable failure of the instrument. Root cause of this failure is attributed to mishandling/misuse. As per instrument logs, the medium-large clip applier part# 470327-12 / lot/serial# (B)(4) was last used on (B)(6)2022 on system rsk8060 with 26 use remaining. No investigation required as no image or video clip for the reported event was submitted for review. This complaint is reportable due to the following conclusion: it was alleged that the instrument did not function properly. Due to the ambiguity in the customer's initial allegation, customer follow up was performed but no additional information was provided. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that the medium-large clip applier instrument was not functioning properly. There was no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: according to the robotic specialty coordinator, no further information is available to be provided.